Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 483mg/dl. The mother stated that the customer was experiencing nausea and vomiting. Troubleshooting was performed. The caller stated that she has ketones and they are monitoring her at the hospital. The time, date, and settings were correct. Reviewed the alarm history and found no delivery and low reservoir alarms. Checked the bolus history and it appears to be correct. Assisted the caller to run a fixed prime test and the insulin did exit. The tubing clamp was not available at time of call to perform the high pressure test. The mother stated that her daughter was wearing the insulin pump at time of her admission, and then they disconnected. The caller also mentioned that the device alarmed an error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device was received with cracked case on the display window, battery tube threads, and scratched screen.